Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with continued low back pain. Si injections only help for approximately one week. Patient reported that she gets bilateral leg numbness in anterior distribution to the toes. The patient underwent a posterior lumbar interbody fusion l5-s1 with autologous bone, icbg, peek cage and posterior segmental instrumentation, rhbmp-2/acs, and ebi bone stimulator placement. At 265 days post-op, the patient presented for an office visit. Per the physician's notes, the patient reported "that she has pain that "comes and goes." "She also recently noticed some tingling in her left foot." At 286 days post-op the patient presented for bone stimulator removal. At 444 days post-op, the patient underwent lumbar epidural steroid injection l4-5 to treat lumbar radiculopathy. At 485 days post-op, the patient underwent lumbar epidural steroid injection to treat lumbar radiculopathy. At 520 days post-op, the patient presented with low back pain and lumbar radiculopathy. The patient underwent bilateral l4-5 and l5-s1 facet blocks under fluoroscopy. At 952 days post-op, the patient presented with low back pain and radicular symptoms. Per the physician's notes, the patient "has evidence of discogenic source of pain above her fusion l4-5." The patient underwent removal of previous lumbar instrumentation, l4-5 transforaminal discectomy, and l4-5 segmental posterior instrumentation. Stryker interbody cage was used with rhbmp-2/acs in the lateral gutters. Patient was discharged on pod 3.